Event description:
Philips received a complaint from customer biomed reporting a bad caster on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the replacement caster was previously ordered and requested details for the wrench required to remove caster. The rse provided the part details for the necessary repair tool. The bme confirmed no injury resulted from this issue and the caster was successfully replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.